Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. It is known that this product/lot combination was released for distribution in july 1996 and this product code has been obsolete since september 2002. Although the date of insertion was not provided, it is reasonable to conclude the liner had been implanted for an extended period of time. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.